Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during surgery the device was making loud noise and running slow. There were no pt or user injury. It is unk if medical intervention occurred. There was no add'l info provided.